Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a leaking cap piercer from the unicel dxc 600i synchron access clinical system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Review of the system's proservice data indicated a modular chemistry and cartridge chemistry sample probe obstruction. Customer found fluid on the caps of samples; the cap piercer was leaking out of the wick where the blade is centered. The field service engineer (fse) inspected the instrument and confirmed that the cap piercer was overflowing due to an occluded drain line. The fse disconnected the line, flushed the line with bleach and reconnected the line. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.